Event description:
It was reported during in clinic follow up that the atrial lead had dislodged. Dislodgement was confirmed by x-ray. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.